Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the legs of the staple did not come out evenly and only one side of the legs was sticking out of the stapler. No injuries reported.